Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on the right extension. Surgical intervention was undertaken wherein the right extension was explanted and replaced. The ipg and left extension were also explanted and replaced for an unknown reason during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.